Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was readmitted into the hospital for a driveline infection. The patient's blood cultures were positive. The patient was doing well with at home treatment for an ongoing driveline infection but it was reported that he may not have been in compliance as of date. The patient was treated with antibiotics and remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.